Manufacturer narrative:
Lead model # 3778-45 lot # v168435001 implanted (B)(6) 2009 explanted unknown; lead model # 3778-45 lot #v168435002 implanted (B)(6) 2009 explanted unknown; extension model # 3708140 lot # njb027689v implanted (B)(6) 2009 explanted unknown; extension model # 3708140 lot # njb033516v implanted (B)(6) 2009 explanted unknown; programmer model # 37743 lot # nke119577n; recharger model # 37752 lot # nka127530n.

Event description:
It was reported that one of the patient's leads moved and was out a bit; the healthcare professional did not want to do surgery to revise lead because the patient was moving. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient fell down 13 stairs in 2010 or 2011 which broke her leads. The health care provider would not replace the leads. The patient moved and found a new health care provider who would replace the leads. In 2016, the device was removed and replaced because the leads had broken, and a couple leads were not working right. They tried to repair the leads, but she did not get enough therapy coverage. There were no further complications reported or anticipated.